Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0212782960, implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, lot#: 0212680691, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that there was a possible wound infection. The patient came in for wound review post trial and at the exit site of the trial leads there was erythema, pus and some evidence of tracking. The site looked infected. A swab was taken on (B)(6) 2017 and administered antibiotics. The swab showed no growth after 24 hours and the infection was not confirmed. The outcome was resolved without sequelae on (B)(6) 2017. Etiology was related to the implant procedure. No further complications were reported or anticipated.